Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that the lead body conductor is broken at or near the tines. Conductors #0, #1, and #3 in the distal segment are open. Two conductors are broken at 4.5 cm from the distal end and one conductor is broken at 5.0 cm from the distal end. At 10.0 cm from the distal end, circuit #2 is shorted to two unidentified circuits and the conductor coils are crushed. The crushed conductor coils indicate that the shorts are due to explant damage.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v509981, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer via a manufacturer representative reported that the patient had impedances greater than 4000 ohms on all pairs and lost effectiveness. The troubleshooting performed included an impedance check. The intervention taken to resolve the issue was replacement of the implantable neurostimulator (ins) and lead on (B)(6) 2015. The issue was resolved and the patient status was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.